Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine supply change the user was unable to prime the tubing and observed no drops despite advancing approximately 43 units, and upon removing the cartridge they observed insulin leaking inside the pump, which was attributed to a cartridge connection made while the cartridge was installed in the pump; the affected component was the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of the information provided by the user. Investigation of this case revealed a leak consistent with a seal issue and a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.